Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent posterior lumbar interbody fusion. Preoperative diagnoses: 1. L3-4 spondylolisthesis. 2. L4-5, 3-4 stenosis. The patient underwent the following procedures: 1 l4-5 posterolateral fusion. 2. L3-4 posterolateral fusion. 3. L3-4 laminectomy/foraminotomy. 4. L4-5 laminectomy/foraminotomy. 5. L3-4 non-segmental instrumentation. 6. Local autograft. 7. Computer navigation. Per op notes: during posterolateral fusion the wound was debrided of any non-viable tissue and was irrigated with three liters of pulsavac lavage. Local allograft, bmp and autograft were placed over the facet joints and posterolateral gutters. This concluded the posterolateral fusion at l3-4. There was excessive motion at l4-5, and the fusion was extended down to l5 bilaterally. The rods were then connected to the pedicle screws and were tightened with the torque wrench. An appropriate sized rod connector was placed and tightened into place. This completed the segmental instrumentation from l3-4. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.